Event description:
It was reported that the arctic sun device stopped earlier alerting about something with the probe. They turned off the device and back on. Machine said it needed water, so they add water and restarted. Patient was moving and shivering. Medications were administered. Foley probe in use. The target temperature was 37c and patient temperature was 35c. Two nurses talking at same time. Mis walked nurse through accessing event log which showed alarm 15 (unable to obtain a stable patient temperature) x 4, alert 50 (patient temperature 1 erratic) and alarm 5 (water reservoir empty). Mis explained that they received alarm 5 (water reservoir empty) because they powered off device before draining the pads . Water was not actually needed. Mis explained when alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) occur together and repeatedly it was likely a probe or temperature cable issue . Mis had nurse to flex cable, but first nurse denied any change. Mis advised that if either alert 50 (patient temperature 1 erratic) or alarm 15 (unable to obtain a stable patient temperature) return they need to contact biomed about replacing cable or utilize cable from another device available on the floor. Mis explained importance of accurate patient temperature input as it drives therapy which is the water temperature.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device stopped earlier alerting about something with the probe. They turned off the device and back on. Machine said it needed water, so they add water and restarted. Patient was moving and shivering. Medications were administered. Foley probe in use. The target temperature was 37c and patient temperature was 35c. Two nurses talking at same time. Mis walked nurse through accessing event log which showed alarm 15 (unable to obtain a stable patient temperature) x 4, alert 50 (patient temperature 1 erratic) and alarm 5 (water reservoir empty). Mis explained that they received alarm 5 (water reservoir empty) because they powered off device before draining the pads . Water was not actually needed. Mis explained when alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) occur together and repeatedly it was likely a probe or temperature cable issue . Mis had nurse to flex cable, but first nurse denied any change. Mis advised that if either alert 50 (patient temperature 1 erratic) or alarm 15 (unable to obtain a stable patient temperature) return they need to contact biomed about replacing cable or utilize cable from another device available on the floor. Mis explained importance of accurate patient temperature input as it drives therapy which is the water temperature.